Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predilatation versus no predilatation for the implantation of a self-expanding valve in all comers undergoing tavi- a prospective, randomized, multicenter trial: the direct (trial). All data were collected from multiple centers. The study population included 170 patients of which 85 patients were implanted with medtronic corevalve prothesis and 85 patients were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients adverse events included: moderate paravalvular leak (pvl), permanent pacemaker implantation, patient-prosthesis mismatch, increased gradient, major vascular complications and stroke. As per the corresponding physician- "none of the adverse events mentioned are directly related to a medtronic device or product. The incidence of the adverse events are related with the tavi procedure and are not different from already published data". No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
Citation: toutouzas k. Predilatation versus no predilatation for the implantation of a self-expanding valve in all comers undergoing tavi- a prospective, randomized, multicenter trial: the direct (trial) earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding predilatation versus no predilatation for the implantation of a self-expanding valve in all comers undergoing tavi- a prospective, randomized, multicenter trial: the direct (trial). All data were collected from multiple centers. The study population included 170 patients of which 85 patients were implanted with medtronic corevalve prothesis and 85 patients were implanted with medtronic evolut r prosthesis. The serial numbers were not provided. Among all patients adverse events included: moderate paravalvular leak (pvl), permanent pacemaker implantation, patient-prosthesis mismatch, increased gradient, major vascular complications and stroke. Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. No additional adverse patient effects or product performance problems were reported.